Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no battery alerts. Customer's blood glucose level was unknown at the time of incident. Customer declined troubleshooting. Customer also stated that the insulin pump went dead at night. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery alert, replace battery now alarm or battery power loss alarm noted during testing.